Event description:
During an incoming inspection it was noted the sealing had run over the female connector of the disposable tubing, tearing the tyvek. No patient use.

Manufacturer narrative:
Product was returned for investigation. Visual inspection through magnification, confirmed a tubing luer was runover in the seal of the package damaging the luer and creating a hole in the package. Bubble testing confirmed this was a reportable breach.